Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and a missing reservoir tube o-ring. The test reservoir does not lock properly inside the reservoir tube.ube.

Event description:
The customer reported via phone call that he just received the insulin pump and the top of the pump where he inserts the reservoir is cracked. Customer stated that he had to change his insulin out and when he was going back with the new reservoir, he noticed that it was cracked and a chip was missing. Customer stated that he found the black o-ring was no longer on the pump. Customer's blood glucose was 75 mg/dl at the time of the incident. Customer stated that the reservoir compartment had pieces missing. Customer stated that he noticed the damage this morning when he was changing the infusion set. Customer mentioned that he is very active and is outside 70% of the time. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.